Manufacturer narrative:
The customer observed 3 loose pads in the strip provider module (spm). The customer cleaned the spm. The field service engineer (fse) was at the customer site on (B)(4) 2016 and observed an additional 3 loose pad in the instrument. Customer was advised to check for any loose pads before loading strips into the spm and they stated that the strip inspection is already in place. (B)(4).

Event description:
The customer reported that 3 strip pads had fallen off into the waste bin and in the strip provider module (spm) of their ichem velocity instrument. The fse also confirmed an additional 3 loose pads in the instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.